Event description:
After the case, it was noted when they removed the 3m grounding pad the patient had a 'nickel size' burn on upper front thigh. The burn was at the location where the plastic cord joins at the grounding pad site. No other information at this time on degree of burn.

Manufacturer narrative:
Generator is not being returned for evaluation.